Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was mfg and used outside the united states. Analysis pending.

Event description:
Reportedly, during the implant attempt of the subject device connection problems in the atrial channel occurred. No clicking sound from the associated screwdriver was heard shen the screw was being tightened.